Event description:
It is reported that the drill bit fractured in the pt. The main portion of the drill bit was discarded and the fractured portion remains in the pt.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.